Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no alerts on the (B)(6) mobile app occurred. No data was provided for evaluation. The complaint confirmation of a no alerts on the (B)(6) mobile app could not be determined. A probable cause could not be determined.